Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with multiple bends to the central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath; the sheath returned with the device passed specifications. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional inspection. The root cause of the bends is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that "the balloon did not enter the half smoothly." The staff withdrew to the sheath and was unable to advance and retreat. It was stated that the balloon ruptured. As a result, the staff aborted the operation and withdrew the catheter. There was no report of patient complications, serious injury or death.

Event description:
It was reported that "the balloon did not enter the half smoothly." The staff withdrew to the sheath and was unable to advance and retreat. It was stated that the balloon ruptured. As a result, the staff aborted the operation and withdrew the catheter. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.